Event description:
Hospital reported a doctor got a guide wire stuck inside a patient. The doctor rigged up the medrad injector to try to remove the guide wire and the wire broke off inside the patient. The patient required surgery to remove the guide wire.